Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 25) with multiple cartridges during the basal delivery. Customer's blood glucose level was not impacted.

Manufacturer narrative:
No product returning for eval. Should new info become available, a f/u MDR will be submitted.